Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer continued to use the existing cartridge. Additionally, it was reported that occlusion alarms occurred. As well as, multiple cartridges did not fit onto the pump. Customer changed the cartridge to address the issues. The customer's blood glucose was 173-174 mg/dl. The customer resumed insulin delivery, customer does have manual injection available for insulin therapy if needed.